Manufacturer narrative:
The actual device was returned for evaluation. The device was evaluated, and the reported condition was not confirmed. A visual and functional assessment was performed, and the device met all specifications and no issues were identified. Therefore, an assignable root cause was not determined. However, during service/repair, it was determined that the device failed the loctite and cable assessments- cable frayed. It was determined that the issue was consistent with normal wear out from use. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the motor device had an e6 (overheat warning) error code. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.